Event description:
It was observed that during the device evaluation the broncho videoscope had adhesive peeling around bending tube and the connection between bending section and distal end was detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: adhesive peeling around bending tube caused the connection between bending section and distal end was detached. A root cause could not be established. Based on the results of the investigation, it is likely the following led to the malfunction: degradation problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.